Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, proximal circumflex. The 3.5x38 mm xience xpedition stent delivery system balloon ruptured on the first inflation at 10 atmospheres; however, the stent implant was deployed successfully and was followed by post-dilatation per normal procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material rupture was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for material rupture from this lot. Based on the reviewed information, no product deficiency was identified.